Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3287 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3287 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. 20221227) for female sterilisation. The patient had a medical history of pelvic pain, vaginal delivery (she has had two vaginal births), pap smear (pap was within normal limits), past tobacco smoking, tonsillectomy, allergy to animal dander, anxiety, depression, menstruation irregular, painful periods, parity 2, gravida ii, dysmenorrhea and metrorrhagia in 2021 and endometrial ablation (failed endometrial ablation). Previously administered products included: doxycycline, penicillin g 2-amino-4-methoxy-6-methylpyrim., sulfa [sulfanilamide] and zoloft for allergy and glucosamine, probiotic 10 billion daily maintenance, omega-3 nos, zinc and zyrtec d. Past adverse reactions to the above products included: rash with penicillin g 2-amino-4-methoxy-6-methylpyrim. And sulfa [sulfanilamide] and shortness of breath with zoloft. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (laproscopic hysterectomy, bilateral salpingectomy done on (B)(6) 2021). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy for zolft codded as zoloft. Discrepancy noted for start and stop date. Start (B)(6) 2012, as per mr (B)(6) 2011. Stop (B)(6) 2021, as per mr (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.957 kg/sqm. [Pathology test] on (B)(6) 2021: surgical pathological report: diagnosis: uterus, cervix, right and left fallopian tubes, hysterectomy and bilateral. Salpingectomy: secretory. Endometrium with post-ablation changes. Cervix and fallopian tubes without significant abnormality. Clinical history/pre-op diagnosis: menometrorrhagia; uterine fibroids; failed ablation. Specimen(s) received: uterus, cervix, bilateral tubes. Gross description: two fimbriated fallopian tubes, each about 7 x 0.5 cm, with unremarkable cut surfaces. [Ultrasound scan vagina] on (B)(6) 2020: indication: pelvic pain. Technique: sonographic evaluation of the pelvis was performed (B)(6) 2020. Comparison: none available. Findings: the uterus appears diffusely heterogeneous in echotexture. The uterus measures 9.3 x 4.0 x 5.6 cm. The endometrium measures 7 mm in thickness and appears grossly unremarkable. Nabothian cysts noted. Bilateral essure devices incidentally noted. Impression: heterogeneous appearing echotexture of the uterus, nonspecific. Bilateral essure devices present. Follicular changes of the bilateral ovaries. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: medical record received. Reporters added, height and weight added, medical history and lab data added, lot number added, indication added, device start and stop dates updated, event onset date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. 20221227) for female sterilisation. The patient had a medical history of pelvic pain, vaginal delivery (she has had two vaginal births), pap smear (pap was within normal limits), past tobacco smoking, tonsillectomy, allergy to animal dander, anxiety, depression, menstruation irregular, painful periods, parity 2, gravida ii, dysmenorrhea and metrorrhagia in 2021 and endometrial ablation (failed endometrial ablation). Previously administered products included: doxycycline, penicillin g 2-amino-4-methoxy-6-methylpyrim., sulfa [sulfanilamide] and zoloft for allergy and glucosamine, probiotic 10 billion daily maintenance, omega-3 nos, zinc and other therapeutic products. Past adverse reactions to the above products included: rash with penicillin g 2-amino-4-methoxy-6-methylpyrim. And sulfa [sulfanilamide] and shortness of breath with zoloft. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2021. On unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (laproscopic hysterectomy, bilateral salpingectomy done on (B)(6) 2021). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy for zolft codded as zoloft. Discrepancy noted for start and stop date. Start -(B)(6) 2012, as per mr - (B)(6) 2011 stop- (B)(6) 2021, as per mr - (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.957 kg/sqm. [Pathology test] on (B)(6) 2021: surgical pathological report: diagnosis: uterus, cervix, right and left fallopian tubes, hysterectomy and bilateral salpingectomy: secretory endometrium with post-ablation changes. Cervix and fallopian tubes without significant abnormality. Clinical history / pre-op diagnosis: menometrorrhagia; uterine fibroids; failed ablation. Specimen(s) received: a: uterus, cervix, bilateral tubes. Gross description: two fimbriated fallopian tubes, each about 7 x 0.5 cm, with unremarkable cut surfaces. [Ultrasound scan vagina] on (B)(6) 2020: indication: pelvic pain technique: sonographic evaluation of the pelvis was performed (B)(6) 2020. Comparison: none available. Findings: the uterus appears diffusely heterogeneous in echotexture. The uterus measures 9.3 x 4.0 x 5.6 cm. The endometrium measures 7 mm in thickness and appears grossly unremarkable. Nabothian cysts noted. Bilateral essure devices incidentally noted. Impression: 1. Heterogeneous appearing echotexture of the uterus, nonspecific. 2. Bilateral essure devices present. 3. Follicular changes of the bilateral ovaries. Lot number: 20221227 manufacture date: 2010-02 expiration date: 2013-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.